Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath clear was selected for use. Following placement of the faradrive into the left atrium via replacement with an sl0 sheath the farawave catheter was inserted. Upon insertion, continuous air aspiration was noted, with air observed around the valve area. No visible leak was detected, and the presence of air could not be visually confirmed, however, air could be continuously drawn during suction. At the time air was observed, both a cs catheter and ice were already in place within the patient. The system flow rate was 60 ml/min. Bubbles were observed within the three-way stopcock assembly, but no air was visualized within the patient. It was also noted that the guidewire was exposed from the catheter during insertion into the faradrive sheath. The faradrive device was replaced with another sheath. The procedure was completed successfully without any patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The cause traced to device design conclusion code was assigned to the allegations of visible air/bubbles.

Event description:
During a procedure, a faradrive steerable sheath clear was selected for use. Following placement of the faradrive into the left atrium via replacement with an sl0 sheath the farawave catheter was inserted. Upon insertion, continuous air aspiration was noted, with air observed around the valve area. No visible leak was detected, and the presence of air could not be visually confirmed, however, air could be continuously drawn during suction. At the time air was observed, both a cs catheter and ice were already in place within the patient. The system flow rate was 60 ml/min. Bubbles were observed within the three-way stopcock assembly, but no air was visualized within the patient. It was also noted that the guidewire was exposed from the catheter during insertion into the faradrive sheath. The faradrive device was replaced with another sheath. The procedure was completed successfully without any patient complications. The sheath is expected to return for analysis.